Event description:
This is an international report that on the minicap had become loose. The nurse also stated that she found a crack in the minicap. A patient was involved but no injury occurred. During follow up, it was confirmed by the nurse that there was a crack in the minicap. The crack was observed prior to use.

Manufacturer narrative:
(B)(4). This complaint was confirmed for a crack on the minicap but not for being loose. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.